Event description:
Physician called about a patient of his who developed a dvt after arthroscopy knee surgery. Physician stated pt had an elastic wrap and the cryo/cuff placed on the knee on top of the wrap.